Event description:
Possible overdelivery reported. The pump was set to infuse a homecare tpn solution of 1704ml over 12 hrs from 9pm to 9am with 60 minute taper up and down cycles. The patient's wife called and reported that at 6am, she found the tpn container was almost empty. The pump was still running, no alarm had sounded and the displayed volume infused was less that the amount gone from the bag. The pump was left infusing and at 9am when the homecare nurse arrived the pump was still running. The homecare nurse reported that the bag was empty(this was the expected end infusion time). There was no air in tubing or signs of any other problem with the pump. The displayed volumes were not recalled. The patient did not experience any adverse effects. No additional information was available.